Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and that the insulin pump alarmed numerous motor errors. The blood glucose reading was over 500 mg/dl at the time of hospitalization. The customer stated that she experienced chest pains and noticed the insulin pump had alarmed no delivery. She was treated with an insulin drip and stayed overnight before being discharged the morning after. She was wearing the insulin pump at the time of admittance. The no delivery alarm was resolved by a complete infusion set change; customer declined to return supplies for analysis. She noted that she had bolused before going to bed and had woken up to a motor error alarm. Advised replacement of the insulin pump. The most recent blood glucose reading was 396 mg/dl. Nothing further reported.